Event description:
Customer reported a high dose methotrexate infused faster than intended. Stated the 2170 ml was to infuse over 23 hours and the user noted it had infused twice as fast, the intended rate was not provided. The user evaluated the infusion at the half way point and noted most of the volume had infused. There was no report of pt harm or no medical intervention required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the logs/device have not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.